Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data in the pump history. Reportedly, the customer requested a temp basal rate of 150%, however, the temp rate was not captured in the basal history. The customer was unsure if the temp rate was activated. The customer's blood glucose was in the 300 (mg/dl) range. Tandem technical support offered further assistance with the issue but the customer declined and stated issue ahs been resolved.